Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery and air bubbles were observed in the tubing. The customer's blood glucose (bg) level was 360 mg/dl and insulin injections were administered to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be possibly related to the cartridge.